Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block d2b additional pro codes: nhl, pjs. This product was inspected upon receipt. It was noted the burr hole cover kit was received without the packaging tray. No hair was found with the returned items. A media inspection revealed that there was a hair on a syringe that was used during the procedure. The syringe is not part of the burr hole cover kit. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that prior to the use of this burr hole cover kit during a procedure, the scrub tech reported the product had a hair on it. The product had already been attached to a syringe and there was some suspicion the hair was introduced during attachment of the syringe. This product was not used, and another burr hole cover kit was successfully used. The attempted burr hole cover kit was returned for analysis.